Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event could not be reproduced. System logs were reviewed, and an error was verified. The fse performed a preventative maintenance on the erbe generator, and it was completed without issues. The system was tested and verified as ready for use. Isi did not receive the monopolar curved scissor (mcs) instrument or the tip cover accessory that was used during this reported event; therefore, failure analysis investigations could not be performed. A review of the provided image and video was performed by an isi clinical development engineer. The mcs tip cover damage was confirmed and appears to have been made by energy delivery. The video shows an mcs instrument after use without an installed mcs tip cover, and no damage to the instrument was observed. Instrument and system log reviews could not be performed due to insufficient event date and product information.

Event description:
It was reported that during a da vinci-assisted nephrectomy procedure, arcing was overserved from the monopolar curved scissor (mcs) instrument; injuring the gallbladder and the gallbladder was removed. The mcs instrument was inspected prior to use with no damage or anything out of the ordinary was noted. The mcs instrument was connected properly, and the settings on the erbe generator were set to 5 cut and 5 coag. The mcs instrument had been in use for approximately 1.5 hours and was also reported to have collided at some point with the shaft of another instrument during the procedure. While the surgeon was separating renal portal tissue and blood vessels, arcing was observed to have originated from the upper joint of the mcs instrument, and then grounded between the jaws of the mcs instrument, and another unspecified instrument that was in contact with the gallbladder. The arcing injury to the gallbladder caused an overflow of bile; however, there was no obvious bleeding, and the patient did not require a transfusion of blood products. A hemo-loc clip was applied to temporarily to close the gallbladder injury, and the gallbladder was later removed after a hepatobiliary consultation. When the gallbladder injury was being inspected, a break in the silicone mcs tip cover accessory was found. The surgeon believes the arcing event was caused by the damaged tip cover accessory; the issue was resolved by removing the damaged tip cover accessory and using a backup. The procedure was completed robotically, and the patient is still hospitalized and under observation. A technical support engineer was called to help trouble shoot after the procedure, to review the error log and video recording. The site has requested that a field service engineer perform a site visit and perform a preventative maintenance on the erbe generator.